Event description:
The patient received the scs system on (B)(6) 2010. It was reported the patient has not used stimulation or charged the scs system for the past several months. The patient recently tried charging the system but was unable to initiate communication between the ipg and both the patient programmer and the charger. A replacement charging system has been sent to the patient. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.